Event description:
Updated summary: the customer reported that an ambulance was called on jun. 14, 2024 at around 6am due to hypoglycemia. User stated that they did not recall exact date or time (estimated date and time of event). Blood glucose at time of event was 38 mg/dl. User stated they did not recall details of past event. User was given glucagon before the ambulance arrived, so they did not treat. User alleged the sg vs bg caused them to have a low blood glucose.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and differences between sensor glucose and blood glucose levels. The customer reported blood glucose value of 38 mg/dl and the customer treated the hypoglycemia in emergency room and with glucagon. The event involved product(s) mmt-332a, mmt-1884l, mmt-7040pa, mmt-399a. Troubleshooting was performed for hypoglycemic event. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884l. Product return requested for mmt-7040pa. Customer declined to return, or is unable to return. No product return is required for mmt-399a.